Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. The most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 3300tfx 21mm was explanted after an implant duration of 7 years, 8 months due to calcification and stenosis. The patient presented with hf and sob. A 11500a 21mm was implanted in replacement. The patient was discharged on pod #9.

Manufacturer narrative:
H10: additional narratives updated d4, h4, and h6 per new information received the most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: product evaluation: customer report of calcification and stenosis were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated commissures 1 and 2 bent outward; heavy calcification was observed on leaflets 1 and 3, and moderate calcification on leaflet 2. Extrinsic calcific deposits were observed on the surface of leaflets 1 and 2 on the inflow aspect and leaflet 3 on the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Suture threads and fasteners remained attached to the sewing ring. Sewing ring had multiple cuts around the valve.

Event description:
It was reported that a 21mm aortic valve was explanted after an implant duration of 7 years, 8 months due to calcification. A 21mm valve was implanted in replacement. The patient outcome was stable.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.